Manufacturer narrative:
The returned device was evaluated and had the cannula assembly deployed. The downloaded data showed that the device ran (B)(4) first prime pulses and was deactivated at (B)(4) pulses. Score marks were observed on the underside of the top housing, indicating interference between the top housing and linkage assembly. This interference resulted in a delayed deployment of the needle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of the patient reports when placing a pod on her son the cannula did not deploy until they removed it from the infusion site. The pod was not worn and the mother was able to apply a new pod on her son.